Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being taken out of the package and loaded during an open diep flap, the needle pulled apart from the thread and both were broken. They used different product to complete the case. There was no patient injury.